Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with premature battery depletion. The device is planned to be explanted and replaced. No patient complications have been reported as a result of this event.